Manufacturer narrative:
The insulin pump was received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Unable to verify critical pump error and missing segment due to blank/flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error and display anomaly. The customer¿s blood glucose level was 188 mg/dl. The customer stated that they had received a critical pump error and display was white. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.